Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. The customer¿s blood glucose was 75 mg/dl. It was reported that the insulin pump alarmed lost sensor. The customer was asked to remove the sensor but there was no electrode on the sensor. The product will not be returned for analysis.